Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was 153 mg/dl. Customer stated that the reservoir lip ring had damaged. Reservoir was able to lock in place. The insulin pump will not be returned for analysis.